Manufacturer narrative:
The insulin pump passed the displacement test. Pump failed the sleep current test and active current test. High current isolated to pcba 1. Unexpected battery power loss not confirmed.

Event description:
Customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery alert. Customer's blood glucose value was 152 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer also states this was the second occurrence of replace battery alert less than 8 hours after a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be return for analysis.